Event description:
It was reported that the medical professional could not interrogate pulse generators with the programming system. The medical professional used a different programming computer with the wand, and interrogations could be completed. Further troubleshooting was run using the medical professional¿s wand with a known good tablet and interrogations could be completed. Another known good wand was used with the medical professional¿s tablet and interrogation could not be completed, which indicated that the source of the problem was the in the medical professional¿s tablet or the accompanying usb cable. Further information was later received indicating that further troubleshooting had determined that the medical professional¿s usb cable was the source of the communication issues. The suspect usb cable was returned to the manufacturer. Analysis of the usb cable is underway, but it has not been completed to date.

Manufacturer narrative:
.

Event description:
An analysis was performed on the returned usb and two disconnected wire connections were found. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
=Device failure occurred, but did not cause or contribute to death or serious injury.